Event description:
It was reported that the packaging for the bd insyte¿ autoguard¿ shielded IV catheter 14ga 1.75in did not open properly. The following information was provided by the initial reporter: verbatim: material no: 381467 batch no: 9119988. It was reported that at least four packages ripped while correctly opening them. Event description per attached email states: I received another package wrapper from the or today for 381467 (insyste). They have opened as many as 4 trying to get one to open correctly. When the paper rips it's considered a non-sterile opening because paper dust is created. Lot # 9119988.

Manufacturer narrative:
H.6.: investigation summary : our quality engineer inspected the sample submitted for evaluation. Bd received one opened package from lot number 9119988, reference number 381467. The package was empty of product. Through the visual/microscopic evaluation, the package was observed to be partially opened and torn at one side. This opened package received could not be tested using the pull force fixture. The remaining packaging was peeled to evaluate if it was stuck or continued to peel or tear. No additional tearing occurred, and the remaining top webbing was removed easily leaving less than 25% of top web attached to the bottom web in the seal area which is within specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the packaging for the bd insyte¿ autoguard¿ shielded IV catheter 14ga 1.75in did not open properly. The following information was provided by the initial reporter: verbatim: material no: 381467 batch no: 9119988. It was reported that at least four packages ripped while correctly opening them. Event description per attached email states: I received another package wrapper from the or today for 381467 (insyste). They have opened as many as 4 trying to get one to open correctly. When the paper rips it's considered a non-sterile opening because paper dust is created. Lot # 9119988.